Event description:
It was reported that the nurse was observing a surgery procedure. During surgery, the surgeon noted that anchor has broken off from the tip. Another device was used to complete the surgery.

Manufacturer narrative:
Additional information will be provided once investigation is completed.